Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 422mg/dl, 264mg/dl, and 46mg/dl. No quality controls were run. No adverse event reported. A request was made for return fo suspect product and a replacement was sent.